Manufacturer narrative:
On(B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Air contamination was confirmed by looking at the hemostatic valve. Carto sound interface air mixed after system was set up, when the sound star was connected, checked after vizigo was inserted into the patient¿s body, air contamination was confirmed by looking at the hemostatic valve. When we inquired with ge, it confirmed that it needed repair and was not usable. Bringing in the machine owned by the agency and continuing the procedure with acunav. Use of the product was discontinued because a large amount of air could be withdrawn from the hemostatic valve when the product was inhaled with a syringe through a three-way stopcock. Substitution used. There was no health hazard to the patient in any of the abnormal circumstances, and the procedure was completed without any problem. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the vizigo sheath was in normal conditions. A functional test was performed: a sample catheter was introduced into the sheath and no anomalies were observed during the test. Also, the sheath was connected to the cool flow pump from the sideport and the catheter was irrigating correctly. No irrigation/leakage issues were observed. DHR review: a device history record evaluation was performed for the finished device 00001521 number, and no internal actions related to the reported complaint condition were identified. Although no issue was observed, there are some precautions on inserting the dilator into the vizigo sheath according to the odp (optimal performance guide): ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. The event described could not be confirmed as the as the device performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Air contamination was confirmed by looking at the hemostatic valve. Carto sound interface air mixed after system was set up, when the sound star was connected, checked after vizigo was inserted into the patient¿s body, air contamination was confirmed by looking at the hemostatic valve. When we inquired with ge, it confirmed that it needed repair and was not usable. Bringing in the machine owned by the agency and continuing the procedure with acunav. Use of the product was discontinued because a large amount of air could be withdrawn from the hemostatic valve when the product was inhaled with a syringe through a three-way stopcock. Substitution used. There was no health hazard to the patient in any of the abnormal circumstances, and the procedure was completed without any problem. The procedure was completed without patient's consequence. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles and no medical intervention required. The patient has not exhibited any neurological symptoms since the procedure was completed. The hemostatic valve separation is MDR-reportable.